Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and excessive thirst. The blood glucose reading was 420 mg/dl, which the customer treated with a manual injection. The customer stated that his blood glucose levels had been increasing all day. Upon troubleshooting, it was found that the insulin pump was working as designed. He was advised that high blood glucose levels were often caused by infusion set or insertion site issues. Advised a complete infusion set, reservoir and insulin change. The customer also reported that when he inserted a new infusion set in the morning, when he took out his previous set, blood started shooting everywhere. He then inserted a new infusion set in a different area. Nothing further reported.